Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that weeks prior to the report, the patient noticed a loss of stimulation coverage. They were only feeling stimulation in their right thigh but no longer felt it in their back or hip like they had felt before a couple of times. During the call, the patient tried the three different groups they had programmed. The patient was on group b. They tried group a but could only feel stimulation spread out to their left thigh; they still could not feel stimulation in their back or hip. They then tried group c, which only provided stimulation to their right thigh. They decided to put it on group a, at which time they only felt stimulation in their right thigh. No falls or trauma were reported. They were redirected to see their doctor for reprogramming. It was noted the patient was going to try calling their manufacturer representative (rep). No further complications were reported or anticipated.